Event description:
It was reported an exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of stones. During the procedure, the picture and the light stop working. The nurse changed to a new scope. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Device evaluation summary: the exalt model d scope was returned for analysis. During the visual inspection, the scope returned didn't have any visual damage. During the image test, the scope was connected to the controller and displayed image as expected. However, if the umbilicus connector cable was moved the image was lost. During the electrical test, the electrical test measurements were within the normal values. Based on the evidence, the as reported code of scope - loss of visualization can be confirmed. With all the available information, boston scientific concludes that the most probable cause is cause traced to component failure.

Event description:
It was reported an exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of stones. During the procedure, the picture and the light stop working. The nurse changed to a new scope. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
. Imdrf code a06 captures the reportable event of loss of visualization.